Manufacturer narrative:
The customer reported complaint for the platform powered off by itself 12 minutes of operation after a burning smell was noticed was not confirmed during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and noted no damage upon receipt. The platform was tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250-pound patient and passed initial functional testing. Belt switch assembly was checked and verified it is within specification. The defective drivetrain was observed during a brake gap check, unrelated to the reported complaint. The drivetrain was replaced to address the issue. Review of the archive data indicated multiple user advisory (ua) 12 (lifeband not detected), user advisory (ua) 01 (low battery warning) and user advisory (ua) 17 (motor on for too long during active operation) in the archive data on the customer reported day. User advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The user advisory(ua) 1 error message alerts the user that the battery being used is running low. The user advisory(ua) 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient and when the battery being used has a low voltage. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used during the patient response. After 12 minutes of operation, the platform powered off by itself after a burning smell was noticed. Following this, manual CPR was immediately performed for approximately 15 minutes until the crew arrived at the ER. The user tried to power on the platform without any success. According to the customer, they used a good known battery in the autopulse. No known impact or patient consequence was reported.